Event description:
It was reported that the pump stopped fill tubing at 9.8 units and requested a minimum of 50 units to resume delivery. Cold insulin was used. There was no impact to the customer's blood glucose level.

Manufacturer narrative:
The t:slim user guide cautions that insulin should be at room temp before filling cartridges. The product has not been returned for eval. Should new relevant info become available a supplemental report will be submitted.